Event description:
Procedure type: lap gastric bypass. According to the reporter: after firing and opening the eea, the stapler was difficult to remove. After approximately ten minutes of attempting to remove the stapler, the surgeon performed an upper endoscopy to visualize the anvil and discovered that the anvil had not tilted. After several attempts the stapler was removed through the anastomosis. There was unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision. The procedure was delayed by more than 30 minutes. No reinforcement material was used. Current patient status: stable

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples and one dst series orvil automatic 25mm device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products, and an evaluation of the returned devices. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. The extension tip latch of the instrument was in the unfired position and the pusher of the orvil anvil was broken. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. . A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Replication of the secondary, unrelated to the reported condition, broken orvil anvil may occur if the orvil anvil head is constrained while loading the orvil anvil assembly into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.